Manufacturer narrative:
On 7-may-2025, additional information was received indicating the diagnostic catheter was in close proximity to/in contact with the ablation catheter during ablation a few times. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (af) ablation procedure with a thermocool smarttouch sf and a octaray mapping catheter which the physician considered to have excessive charring. During an af ablation, there were a few spikes on impedance during ablation. At the end of the case, it was noted char on the tip of the ablation and mapping catheter. The char was noted at the end of the case. No changes of catheters during the procedure. Additional information received indicated high impedance error occurred a few times but there were no errors with temperature or flow. The patient was on heparin and activated clotting time (act) always above 350 throughout the procedure. The correct catheter settings selected on the generator and contact force did not exceed 40 grams for any extended period of time. The physician commented that excessive charring is rare and asked for the patient to have a neurological assessment to be done after the procedure. The patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (af) ablation procedure with a thermocool smarttouch sf and a octaray mapping catheter which the physician considered to have excessive charring. During an af ablation, there were a few spikes on impedance during ablation. At the end of the case, it was noted char on the tip of the ablation and mapping catheter. The char was noted at the end of the case. No changes of catheters during the procedure. Additional information received indicated high impedance error occurred a few times but there were no errors with temperature or flow. The patient was on heparin and activated clotting time (act) always above 350 throughout the procedure. The correct catheter settings selected on the generator and contact force did not exceed 40 grams for any extended period of time. The physician commented that excessive charring is rare and asked for the patient to have a neurological assessment to be done after the procedure. The patient has not exhibited any neurological symptoms since the procedure was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation, temperature, impedance and irrigation test of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed char attached to the dome. A temperature and impedance test was performed and the results were found within specifications. No impedance issues were detected. Also, an irrigation test was performed and no irrigation issues were found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since char was detected, this failure could be also related to the high impedance issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the char residues could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned of coagulum, if present. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: the d4: UDI number was inadvertently omitted from the 3500a initial medwatch. It has now been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).